Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump was damaged with a crack on backside of pump. Customer reports it is unknown how pump was damaged. No troubleshooting or further information reported blood glucose unknown. Pump will return, and replacement will be sent.